Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a jolting sensation after turning their ins off for 2 weeks for an unrelated surgery. The ins had to be turned off because they could not do anything. The patient's stimulation was off and they were wary of turning it back on. They were set to 2.40 v on group c, and they were at their lower limit and could not decrease before turning stimulation back on. They turned stimulation on during the call and felt a slow surge/jolt. The patient was directed to follow-up with their healthcare provider for assistance getting their ins back on comfortably. No further complications were reported as a result of this event.